Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding and ischemic bowel could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient returned to operation room due to gastrointestinal (gi) bleeding second to ischemic bowel close to postimplant. The patient was off anticoagulation. Computed tomography (CT) scan, interventional radiology (ir), and operation were performed. The patient was stable, continuing current management off anticoagulation.